Event description:
A loaner genesys hta was brought in by the rep for the company. The hospital biomed department was on site of the surgical center to check out the equipment to be cleared for use in the surgery. The equipment was brought into the room, after being cleared the circulating nurse (rn) started to set up the equipment and had some difficulty with the cassette fitting. The rep was asked to come into the room to check the cassette. The rep asked if the rn could get another cassette to try. The circulator inserted another cassette and the machine was reading" failed cassette". The rn thought to check the lot # of the failed cassettes and the lot #'s matched. A third cassette, with different lot #, was inserted and worked without a problem. The rep retrieved the non-working cassettes to take back to the company. The rep will take the loaner hta back to the company for testing. The operating room charge rn was in the room while the failed cassettes occurred. The clinical partner was also made aware of the situation.